Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a leak. Upon inspection, the extension set tubing connection was not too loose, but able to be separated easily. A white pump particulate appeared underneath the tubing portion that goes across top of the cassette. The black bag and the entire pump had 5fu crusted on it. Patient not affected. No patient injury reported.

Manufacturer narrative:
No product returned to verify or replicate the complaint. No photographic/diagnostic evidence of complaint provided by the customer. The most probable cause of a leak is the tubing connection or the cassette. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.